Event description:
A phone call was made to the customer's home per an outreach request. The customer was having problems with the sensor glucose and blood glucose readings. The customer also mentioned that he had been hospitalized, but it was not diabetes related as he was not wearing the insulin pump at the time. No mention of how long he had been off the insulin pump prior to the hospitalization, or if the event was even blood glucose related. Assisted the customer with the sensor concerns. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.